Manufacturer narrative:
The device was not returned by the user facility, therefore an investigation was unable to be performed. This incident may have been caused by many factors including, but not limited to device malfunction or operator error. There is no reported evidence that this event caused pt injury or any other negative health related outcome. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur, as failures such as these do occur in brand new OEM devices. Prior to shipment to the customer, these devices are inspected under magnification for visual defects such as nicks, burs, bends or any other abnormality that would make them prone to this type of failure. If a device does not meet the requirements of this inspection, it is immediately removed from circulation and discarded. These add'l steps help to ensure that these devices are in proper working condition before they leave our facility.

Event description:
During an orthopedic procedure, the inner cannula portion of an orthopedic shaver broke off into the pt. The broken piece was retrieved by the surgeon.